Manufacturer narrative:
Additional information: section d9: device available for evaluation? Yes . Section d9: returned to manufacturer on: may 15, 2023. Section h3: device evaluated by manufacturer¿ yes . Device evaluation: no complaint handpiece was received for evaluation. The complaint lens was received in a non-j&j sterilization pouch. No issues were identified with the iol, and no suspect handpiece was received. Two miq measurements of the iol were performed at the manufacturing site and found the measurements within specification. No further evaluation was performed. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that during the post-operation exam, the patient's distance vision was 0.5 whereas pre-operation the patient's distance vision was 0.4. The patient complained of nausea due to the poor balance of vision. The intraocular lens (iol) was explanted approximately two weeks after the initial surgery. The replacement iol is unknown. The patient's distance vision was 0.8 after the explant and stated to be "a wider view" by the patient. The reporting physician suspected the iol itself had failures as he has never had such a case. No additional information was provided.

Manufacturer narrative:
Section e1: telephone number: (B)(6). Section g4: this report is being filed on an international device; tecnis optiblue simplicity preloaded 1-piece iol, model dib00v that has a similar device, tecnis simplicity preloaded 1-piece iol model dib00 which is distributed in the unites states under PMA p980040. Section h3-other (81): the device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts were made to obtain the missing information; however, no response has been received. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.